Event description:
Customer reported hospitalization due to high blood glucose. The insulin pump has been alarming no delivery. Customer having difficulty hearing the audible alerts. Assisted customer with setting the alerts to vibrate. The blood glucose reading at the time of the event was 551 mg/dl. Customer had ketones, dry mouth and frequent urination. Hospital treated with manual injections; the blood glucose reading dropped to 480 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.